Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the physician preferred to replace the lead if it required repositioning. There was no lead failure and was just the physician's preference. Also, this lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.